Event description:
Customer reported the plunger doesn't pull the insulin inside the syringe. She stated that she releases the air bubble then draws the insulin but it doesn't pull. She's using novolin insulin. She removes the top from the syringe then she loads air into the syringe. She pulls it to 50 units of air in the insulin bottle then pulls to another 50 units. Then she notices it's not filling with insulin. Verified the needle is not bent or broken. See attachment section for initial email and complaint report from customer.